Manufacturer narrative:
An investigation has been initiated. The reported has been contacted and additional information and the return of the sample have been requested. To date no further information, or the sample, have been received.

Event description:
While the surgeon was inserting the catheter, the peel away introducer valve has a piece that came off. Surgeon removed broken piece out of surgical site and got a new kit to proceed with procedure.

Manufacturer narrative:
Multiple attempts to obtain additional information and the sample were unsuccessful. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.